Event description:
The customer reported via phone call that they had an alarm indicating the max bolus was exceeded. The customer's blood glucose was unknown. The customer stated they were unable to program a bolus due to the alarm. Customer's declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.